Manufacturer narrative:
Additional information: the device was received in back-up vvi operation. Review of the battery trend data indicated the average monthly battery levels were above elective replacement indicator (eri) throughout the entire implant duration. The device was in backup vvi mode when received due to code corruption, which is consistent behavior associated with exposure to cautery during the explant procedure. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. An interrogation was performed in nominal settings and found no anomalies. A longevity assessment was performed and total projected longevity was 11.59 years with an implant duration of 3.73 years and remaining longevity is approximately 7.86 years to eri. The field complaint of backup vvi was confirmed.

Event description:
During device upgrade procedure, the patient experienced a heart pause after the device went into back-up vvi mode likely due to an electrocautery tool used. The device was replaced and the patient was stable.